Event description:
Revision Surgery - due to dislocation.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-01551; 508-36-107, S803 - Dislocation, Revision Surgery.If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.